Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvic area where my tubes would be') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine cervical lesion on (B)(6) 2012, uterine cervix ulcer on (B)(6) 2012, uterine cervical erosion on (B)(6) 2012, post procedural haemorrhage on (B)(6) 2012, ovarian cyst on (B)(6) 2010, endometrial curettage on (B)(6) 2010, bipolar disorder, depression, flu, panic attack, anxiety and sleep disturbance. Concomitant products included aripiprazole (abilify) and clonazepam. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain- gradual"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder ("bipolar") and depression ("depression"). The patient was treated with brexpiprazole (rexulti), bupropion hydrochloride (wellbutrin), lamotrigine (lamictal), trazodone, vitamins nos and surgery (hysterectomy with bilateral salpingectomy / robotic hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and fatigue had resolved and the menorrhagia, vaginal haemorrhage, bipolar disorder, depression, migraine, headache, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 1 coil was left on the right side and multiple coils was left on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records dyspareunia, abdominal pain, pelvic pain, dysmenorrhea, abdominal pain. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Event injury nos replaced with pelvic pain/ pelvic area where my tubes would be, menorrhagia, vaginal bleeding, bipolar, depression, migraines, headaches, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and weight gain- gradual added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.